Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative on (B)(6) 2020 regarding a patient receiving remodulin (dose and concentration unknown) via an implanted infusion pump. It was reported that during a refill visit on (B)(6) 2020, the refill was outside of the acceptable accuracy chart. The expected residual volume (erv) was 2.6ml, and the actual reservoir volume (arv) was 9ml. No additional details or actions were reported. No intervention was required to prevent permanent injury or impairment and the event resulted in an unscheduled visit. No further complications were reported or anticipated.